Event description:
It was reported that prior to the start of a da Vinci-assisted surgical procedure, user informed an Intuitive Surgical, Inc. (ISI) Technical Support Engineer (TSE) that an engagement problem occurred on Patient Side Manipulator (PSM) 3. The user attempted multiple times to engage the Sterile Adapter, but the issue recurred. TSE reviewed the system and found no errors. The user aborted to another da Vinci Single Port (SP) system to continue with the procedure as planned.ISI followed up with the initial reporter and obtained additional information: The reporter stated that they replaced the Patient Side Cart with a different one and continued with the procedure as planned. The user also confirmed that the replacement was a SP system.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported complaint. The FSE was able to reproduce the issue and replaced the Patient Side Manipulator (PSM). The system was tested and verified as ready for use.The PSM involved with this event has been received, but the Failure Analysis testing has not yet been completed as of the date of this report.Blank MDR fields:The missing patient information in sections A and B was either unknown, unavailable, not provided, or not applicable.The Expiration Date for Section D4 is not applicable.Field D6 is blank because the product is not implantable.Information for the blank fields in Section E1 is not available.Fields G5 and G7 are not applicable.Field H10 is blank as there are no related report numbers.This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026